Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke during the first attempt to burr a hole. The reporter stated that the device was new. There were no delays to the surgical procedure as a spare device was available for use. The reporter stated that the surgery was finished without problem. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to excessive lateral or side to side force. The assignable root cause as determined to be due to user error, abuse, and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.